Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation"), pelvic pain ("pain") and autoimmune disorder ("auto immune disease") in an adult female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), swelling ("swelling"), headache ("headaches") and allergy to metals ("cant wear earrings"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the pelvic pain, autoimmune disorder, swelling, headache and allergy to metals had not resolved. The reporter provided no causality assessment for allergy to metals, autoimmune disorder, headache, pelvic pain and swelling with essure. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in medical records : perforation. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Lot number added. New event added: perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and systemic lupus erythematosus ("auto immune disease/ autoimmune disorder type of disorder: lupus") in a 36-year-old female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included overweight (bmi= 25.118), acid reflux (oesophageal), anxiety, arthritis, asthma, bipolar disorder, degenerative disc disease, depression, lupus erythematosus, sjoegren's syndrome, migraine, neuromuscular disorder nos, post-traumatic stress disorder, memory loss, back pain and neck pain. Previously administered products included for avoid pregnancy: depo provera; for an unreported indication: singulair. Concurrent conditions included hypertension. Concomitant products included acetylsalicylic acid (asa), amitriptyline, amlodipine, aripiprazole, armodafinil, azathioprine, butalbital;caffeine;paracetamol (fioricet), carvedilol (coreg), clonazepam (klonopin), clonidine, cyproheptadine hydrochloride (periactin), dexlansoprazole (dexilant), diazepam (valium), dicycloverin hydrochloride (bentyl), ergocalciferol, escitalopram oxalate (lexapro), estradiol, fluoxetine hydrochloride (prozac), fluticasone, hydralazine, hydrochlorothiazide, hydrochlorothiazide;losartan potassium (hyzaar), hydroxychloroquine, lubiprostone (amitiza), medroxyprogesterone acetate (depo provera), meloxicam, mestranol;norethisterone (ortho novum), omeprazole, omeprazole (protonix), orphenadrine citrate;paracetamol (duragesic), oxycodone hydrochloride (roxicodone), oxycodone hydrochloride;paracetamol (percocet), promethazine, salbutamol (albuterol), trazodone hydrochloride (desyrel), valsartan (diovan) and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss - specify which one: weight gain"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2014, the patient experienced headache ("headaches/ head pain") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition - type: acid reflux") and constipation ("gastrointestinal or digestive system condition - type: constipation"). In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2016, the patient experienced visual impairment ("vision/eye problems - type: vision has decreased"). On (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions type: rashes would pop up in different spots/ dark rashes that popped up in various places"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), swelling ("swelling"), allergy to metals ("cant wear earrings"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), neck pain ("neck pain"), pain in extremity ("legs pain"), abdominal pain upper ("stomach pain"), myalgia ("muscle pain") and arthralgia ("joint pain"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal infection, cystitis, rash, anaemia, vaginal discharge, visual impairment, fatigue, weight increased, gastrooesophageal reflux disease, constipation, alopecia, back pain, neck pain and pain in extremity outcome was unknown, the pelvic pain, systemic lupus erythematosus, swelling, headache and allergy to metals had not resolved, the menorrhagia, vaginal haemorrhage and abdominal pain upper had resolved and the depression, anxiety, migraine, myalgia and arthralgia was resolving. The reporter provided no causality assessment for allergy to metals, headache, pelvic pain, swelling and systemic lupus erythematosus with essure. The reporter considered abdominal pain upper, alopecia, anaemia, anxiety, arthralgia, back pain, constipation, cystitis, depression, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, menorrhagia, migraine, myalgia, neck pain, pain in extremity, rash, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight 202 lbs. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Type of application- disability. Date (or year) application- (B)(6) 2016. Nature of claimed injury/disability - back neck memory loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : perforation" quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), autoimmune disorder ("auto immune disease"), headache ("headaches") and allergy to metals ("cant wear earrings"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, swelling, autoimmune disorder, headache and allergy to metals had not resolved. The reporter provided no causality assessment for allergy to metals, autoimmune disorder, headache, pelvic pain and swelling with essure. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-mar-2018: case upgraded to incident. Reporters added and start date of essure updated. On (B)(6) 2017 she had surgery to remove essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and systemic lupus erythematosus ("auto immune disease/ autoimmune disorder type of disorder: lupus") in a 36-year-old female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included overweight (bmi= 25.118), acid reflux (oesophageal), anxiety, arthritis, asthma, bipolar disorder, degenerative disc disease, depression, lupus erythematosus, sjoegren's syndrome, migraine, neuromuscular disorder nos, post-traumatic stress disorder, memory loss, back pain and neck pain. Previously administered products included for avoid pregnancy: depo provera; for an unreported indication: singulair. Concurrent conditions included hypertension. Concomitant products included acetylsalicylic acid (asa), amitriptyline, amlodipine, aripiprazole, armodafinil, azathioprine, butalbital;caffeine;paracetamol (fioricet), carvedilol (coreg), clonazepam (klonopin), clonidine, cyproheptadine hydrochloride (periactin), dexlansoprazole (dexilant), diazepam (valium), dicycloverine hydrochloride (bentyl), ergocalciferol, escitalopram oxalate (lexapro), estradiol, fluoxetine hydrochloride (prozac), fluticasone, hydralazine, hydrochlorothiazide, hydrochlorothiazide;losartan potassium (hyzaar), hydroxychloroquine, lubiprostone (amitiza), medroxyprogesterone acetate (depo provera), meloxicam, mestranol;norethisterone (ortho novum), omeprazole, omeprazole (protonix), orphenadrine citrate;paracetamol (duragesic), oxycodone hydrochloride (roxicodone), oxycodone hydrochloride;paracetamol (percocet), promethazine, salbutamol (albuterol), trazodone hydrochloride (desyrel), valsartan (diovan) and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss - specify which one: weight gain"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2014, the patient experienced headache ("headaches/ head pain") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition - type: acid reflux") and constipation ("gastrointestinal or digestive system condition - type: constipation"). In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2016, the patient experienced visual impairment ("vision/eye problems - type: vision has decreased"). On (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions type: rashes would pop up in different spots/ dark rashes that popped up in various places"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), swelling ("swelling"), allergy to metals ("cant wear earrings"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), neck pain ("neck pain"), pain in extremity ("legs pain"), abdominal pain upper ("stomach pain"), myalgia ("muscle pain") and arthralgia ("joint pain"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal infection, cystitis, rash, anaemia, vaginal discharge, visual impairment, fatigue, weight increased, gastrooesophageal reflux disease, constipation, alopecia, back pain, neck pain and pain in extremity outcome was unknown, the pelvic pain, systemic lupus erythematosus, swelling, headache and allergy to metals had not resolved, the menorrhagia, vaginal haemorrhage and abdominal pain upper had resolved and the depression, anxiety, migraine, myalgia and arthralgia was resolving. The reporter provided no causality assessment for allergy to metals, headache, pelvic pain, swelling and systemic lupus erythematosus with essure. The reporter considered abdominal pain upper, alopecia, anaemia, anxiety, arthralgia, back pain, constipation, cystitis, depression, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, menorrhagia, migraine, myalgia, neck pain, pain in extremity, rash, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight 202 lbs. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes type of application- disability date (or year) application- (B)(6) 2016 nature of claimed injury/disability - back neck memory loss diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : perforation" further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received : events added- menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, depression ,anxiety, rash, migraines, vaginal discharge, anaemia, visual impairment, fatigue, weight increased, gastrooesophageal reflux disease, constipation, alopecia, back pain, neck pain, pain in extremity, abdominal pain upper, myalgia, arthralgia, device monitoring procedure not performed. Event ¿autoimmune disorder¿ updated to event ¿systemic lupus erythematosus¿. Outcome of events ¿abdominal pain upper, menorrhagia, vaginal haemorrhage¿ updated to recovered / resolved. Outcome of events ¿depression ,anxiety, migraines , myalgia, arthralgia¿ recovering / resolving. Severity of events ¿back pain, neck pain, pain in extremity, headache¿ updated. Event onset date updated. Patient's medical history , concomitant and historical and treatment products added. Reporter information and patient details updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.